Event description:
Nurse placed bed alarm on the bed. Patient got off the bed. Nurse alleges that bed alarm worked intermittently during the night. It is not known if the bed alarm worked or did not at the time of the fall, but the nurse reported intermittent working of this device. The bed alarm was a trial device that the facility was using on a pilot basis.